Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2019; 5076-52, lead implanted: (B)(6) 2020; evolutr-34-us, transcatheter valve, implanted: (B)(6) 2018. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in-lab for a cardioversion procedure. Prior to the procedure and during an attempt to interrogate the device, the programmer head lit up orange and alerts sounded. The device's remaining longevity estimate graphic indicator bar was then noted to be gray, and an electrical reset message was displayed. The reset was cleared and device reinterrogated several times, with the same gray bar result. The device was explanted and replaced. No patient complications have been reported as a result of this event.